Event description:
It was reported that on (B)(6) 2010, the patient underwent a stenting procedure in the posterior atrioventricular segment artery with one 3.0 x 12 mm promus stent. On (B)(6) 2011, the patient was hospitalized with unstable angina and elevated cardiac enzymes. EKG was suggestive of a new myocardial infarction. Dermatological treatment was also provided due to an allergy to the contrast agent. The patient was treated with medication and underwent a coronary artery bypass graft for restenosis. The patient recovered and was discharged on (B)(6) 2011. There was no additional information provided.

Event description:
Subsequent to the initial medwatch report, it was indicated that the patient possibly could have experienced late stage thrombosis according to the academic research consortium (arc) document. Additionally, the patient was not diagnosed with a myocardial infarction. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. Angina, myocardial infarction, and restenosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Manufacturer narrative:
(B)(4). Thrombosis is a known adverse event as listed in the promus instructions for use.